Manufacturer narrative:
(B)(4).

Event description:
Cap (catheter access port) complications were initially reported. The healthcare provider (hcp) had difficulty aspirating and injecting fluid through the cap. It was stated that the patient had not had pain control since the implant but had a great response from the trial. Hcp had programmed two therapeutic single boluses; one was approx. Half the daily dose given over 1-1.5 hrs but patient did not respond. It was added that hcp was able to visualize the catheter and it looked intact with no fractures, kinks and the tip looked like it was positioned properly. The pump event logs also were normal. Hcp was to explore and revise the catheter as needed. Drugs delivered were hydromorphone and clonidine. It was later reported that a catheter blockage was suspected. The hcp did a catheter dye study and couldn't aspirate or inject into cap. In the or they opened up the pocket and disconnected catheter and were then able to aspirate 2 ml of cerebrospinal fluid (csf) and it dripped out. Hcp was also able to inject through the catheter without using cap. The reservoir had 20 ml but the expected volume was approx. 5 ml; event logs were normal, there were no motor stalls or alarms heard. Hcp connected the catheter to pump and tried aspirating from cap port and was able to aspirate. They suspected an issue with the connection between the pump and catheter due to sc connector piece on the inside blocking drug flow since no drug had left the pump. It was added that they wanted to see drug "drip" from pump connector site so they were going to program 0.2 priming bolus over 13 minutes and would cancel the bolus once they see that drip. Hcp had decided to leave the existing pump in. Additional information received later clarified that a dye study was done on (B)(6) 2013 when an attempt was made to aspirate through the side port and no fluid was noted. They then tried to inject through the side port and were able to do so. Telemetry was done and no pump stall was noted. A possible occlusion of intrathecal catheter was suspected and a catheter exploration was scheduled. During the catheter exploration surgery on (B)(6) 2012, upon opening the incision the catheter appeared to be in a very secure position. Hcp disconnected the catheter from the pump and free flow of clear cerebrospinal fluid was noted. In addition small amount of debris were noted at the junction of the catheter to the nipple on the intrathecal pump. Telemetry was done that noted 5ml of anticipated volume in the pump. Hcp was able to inject saline through the side port and there was a clear flow of saline through the port. Catheter was re-connected and csf could be aspirated and normal saline could be injected freely. The pump was then emptied and 20ml of drug was aspirated that indicated that no medication had been delivered to the patient. It was concluded that there was no problem with the intrathecal pump; however there was the possibility that there was a malfunctioning catheter. Hcp then repeatedly aspirated csf and injected normal saline through the catheter and was able to do so. It was then decided to reconnect the catheter to the pump and inject saline through the side-port into the catheter; hcp was able to aspirate csf and the pump was then filled with a combination of hydromorphone 10mg/ml and clonidine 200mcg/ml. Before the wound was closed an additional check on the integrity and adequacy of the catheter was done thought the side port using a 24-gauge huber needle. Telemetry was performed and the pump was programmed to deliver 2.5mg of hydromorphone per day. Ptm (personal therapy manager) was programmed to deliver 0.3mg to a maximum of 10 boluses per day. Since the patient had severe copd, it was decided to admit the patient for observation for the night.

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8731sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: unk. (B)(4).